Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue happened during the planned cardiac arrhythmia procedure which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon functional testing, the fse identified that there was no display on console monitors and confirmed that the issue occurred due to loosen connection in dvi connector. To resolve the problem, the fse reseated the dvi connector. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. Philips has started an investigation of this complaint.